Event description:
Post implant of an integrity stent, it was reported that the patient suffered an allergic reaction. No other clinical sequelae reported.

Manufacturer narrative:
Evaluation result: inherent risk of procedure (reaction). No results available since no evaluation performed. (Stent remains in the patient, no device returned). Evaluation conclusion: known inherent risk of procedure. Unable to confirm event; device not returned (stent implanted in patient). (B)(4).